Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care provider reported that the cause of crooked lead was not determined. The leads caused along the frontal lubes with their tips in the vim. The patient experienced muscle contractions that led to speech and gait difficulties. It was indicated that the patient had leads removed and had a new one put in. The patient has not been seen in the office yet.

Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, lot# unknown, product type: accessory. Product ID: 3387s-40, lot# v378034, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s healthcare professional (hcp) had trouble with a lead cap. The reporter stated their hcp tried to snap it on and couldn't get it to hook. It was noted that the hcp "finally gave up" and took it off and put on another and then got that one to snap. It was reported that the patient didn't know if it moved the wire inside. It was noted the patient¿s hcp said one of the wires was ¿closer to the side than it should be¿ and may have caused the patient to shake more. The reporter stated that the hcp had to redo the leads before getting the second cap on. It was further reported that the patient still had concerns with their device or therapy, but had not sought further help. Additional information received from the patient on (B)(6) 2016 reported that she had a revision for a crooked lead on (B)(6) 2016. It was indicated that both leads were revised. There was one crooked but she did not know why the other lead was revised. She stated that her implantable neurostimulator (ins) batteries were replaced and this was due to normal battery depletion. She had appointment with health care provider to turn on ins(s) on (B)(6) 2016. The ins (s) was currently off because her hcp wanted her tremors to return to baseline. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were essential tremor and movement disorders. Please see manufacturer report #6000153-2013-00130 for information on the patient's concomitant system.